Event description:
It was reported that the patient was to undergo revision surgery for an unknown reason. Follow-up with the physician reveals that the patient's surgery was to replace the generator due to battery depletion, but upon examination of the lead during surgery, a lead fracture was found. It is unknown if any lead problems were suspected prior to surgery. Per physician, this was "not unexpected" due to age of lead. Both lead and generator were then replaced, but cannot be returned to the manufacturer per hospital policy. It was also noted that the patient's seizures were increasing prior to surgery which was thought to be due to battery depletion, per physician. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Conclusions: device failure is suspected.